Manufacturer narrative:
The philips sales representative replaced the faulty device with an alternate unit. The authorized service provider (asp) confirmed in the device event log that there was a backup alarm error code. As a preventative measure, the asp replace the central processing unit (cpu) printed circuit board assembly (pcba). The asp completed cleaning, running, and functional testing on the device. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
The replaced central processing unit (cpu) printed circuit board assembly (pcba) was returned to the philips product investigation lab (pil) for evaluation by a pil technician (pil tech). The pil tech verified that there was an alarm error code in the device log. However, the pil tech could not get the backup alarm failed alarm to reoccur at the pil during boot up of the cpu pcba or during standard test bed operation using the returned cpu pcba. With the unit in a no power/hardware power fail state the pil tech allowed the visual and audible back up alarm to operate for a period of 2 minutes. Both the visual and audible alarms operated without issue. The cpu pcba passed all engineering testing, and all voltages required for the proper operation of the system are well within specification. The secondary speaker (ls1) resistance has been measured showing a solid 388k ohms, verifying that ls1 is not shorted or open. The pil tech verified that ls1 functions as expected with 10vdc applied with a bk precision 1696 dc regulated power supply. The pil tech purposely generated an alarm condition by the temporary disconnect of the proximal pressure tube from the proximal pressure port to induce an alarm with the cpu pcba installed in the pil test ventilator. The device alarmed as expected during this intentional fault condition. The results of the testing of this cpu have resulted in no problem being found by the pil tech. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that the alarmed a backup alarm failure. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The philips sales representative replaced the faulty device with an alternate unit. This investigation is ongoing.